Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via patient remote monitoring system, that this implantable cardioverter defibrillator (ICD) recorded a high out-of-range (oor) pacing lead impedance (pli) greater than 2,000 ohms. Pacing threshold was fine. Boston scientific technical services (ts) suggested performing an x-ray as well as aggressive arm movements to see if any pacing impedance changes. Patient is not dependent and they will continue to monitor the patient. Additional information indicated that extensive pocket manipulation was performed without changes in impedance. All impedances were within 20 ohms of each other. The field representative was not certain if x-ray was performed. The patient will be monitored via remote monitoring system. This ICD remains in-service. No adverse patient effects were reported.